Manufacturer narrative:
Added: information to section e1 (state, province, or territory). Updated: section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
Through review of medical article "transcatheter mitral valve-in-valve for pregnancy with anti-phospholipid syndrome: a case report", the following event was identified as pertaining to an edwards valve: this 35-year-old patient with a 25mm carpentier edwards perimount valve of unknown model implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and three (3) months due to severe intravalvular regurgitation (color flow jet area, 8.1cm2; mean gradient, 17.3mmhg) and severe pulmonary artery hypertension (pah; 91mmhg). A transcatheter valve was implanted in replacement. The patient was discharged home 3 days after surgery.

Event description:
Through review of medical article "transcatheter mitral valve-in-valve for pregnancy with anti-phospholipid syndrome: a case report", the following event was identified as pertaining to an edwards valve: this 35-year-old patient with a 25mm carpentier edwards perimount valve of unknown model implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and ten (10) months due to severe intervalvular regurgitation (color flow jet area, 8.1cm2; mean gradient, 17.3mmhg) and severe pulmonary artery hypertension (pah; 91mmhg). A transcatheter valve was implanted in replacement. The patient was discharged home 3 days after surgery.

Manufacturer narrative:
D6a. If implanted, give date. Implant date is only known as 2018. Thus, (B)(6) 2018 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The date of event unknown. However, according to fig 1 in the article (page 2), the preoperative echo was performed on the (B)(6) 2022. Thus, this date was used as the occurrence date. Article citation: wang, z., li, y., xiao, s. Et al. Transcatheter mitral valve-in-valve for pregnancy with anti-phospholipid syndrome: a case report. J cardiothorac surg 19, 335 (2024). Https://doi.org/10.1186/s13019-024-02702-1. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.